Event description:
As reported by the (B)(6) study indicated that following the index procedure the patient experienced left hemiparesis, reflex change, seizures and was placed on a ventilator with a propofol infusion. It was diagnosed as cerebral hyperperfusion. At discharge 4 days later, the rankin score was 1, compared to 0 at baseline. The nih stroke scale score was not initially performed because the patient was still on the ventilator. It was performed later on the same day and was 0. Carotid artery stenting was performed on a 99% occluded lesion in the right proximal, ostium and common bifurcation of the internal carotid artery of 30mm in length in a 5.0mm vessel diameter. The arch I lesion was eccentric and mildly calcified. A 5mm medium support angioguard embolic protection device was successfully deployed past the lesion and an 8x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis was 10%. The angioguard was successfully removed and debris was found in the basket. There was no presence of air bubbles during the procedure. The patient was neurologically intact upon leaving the angio suite.

Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the sapphire study indicated that following the index procedure a (B)(6) female patient with medical history including hyperlipidemia, smoking (>5packs of cigarettes), diabetes mellitus, hypertension and previous cea recurrent stenosis experienced left hemiparesis, reflex change, seizures and was placed on a ventilator with a propofol infusion. It was diagnosed as cerebral hyperperfusion. At discharge 4 days later, the rankin score was 1, compared to 0 at baseline. The nih stroke scale score was not initially performed because the patient was still on the ventilator. It was performed later on the same day and was 0. Carotid artery stenting was performed on a 99% occluded lesion in the right proximal, ostium and common bifurcation of the internal carotid artery of 30mm in length in a 5.0mm vessel diameter. The arch I lesion was eccentric and mildly calcified. A 5mm medium support angioguard embolic protection device was successfully deployed past the lesion and an 8x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis was 10%. The angioguard was successfully removed and debris was found in the basket. There was no presence of air bubbles during the procedure. The patient was neurologically intact upon leaving the angio suite. Additional information was received that the nih score was 0 and the rankin score was 2 during the 30 day follow-up. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Cerebral hyperperfusion syndrome (chs) is a known potential adverse event associated with implanting carotid stents. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.